Manufacturer narrative:
A request was made for the field representative to try to obtain additional information from the physician, to understand in what way the device was possibly related to the patient's death. However, the physician provided no further details about the case. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was found deceased in their rooms. The physician reported that when the patient's son was contacted, they were informed the patient was to be buried that day. The device was not interrogated or explanted post-mortem. Neither the physician nor the patient's son expressed any allegations against the device. The cause of death and the date of death were unknown. Boston scientific received additional information. The physician later commented to the field representative that it was assumed the patient's death was related to the s-ICD. There were no previous allegations against the device, no device data had ever been submitted to technical services for review, and the patient was not followed with a remote monitoring system.